Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a71400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an attempt to connect to an inceptiv implantable neurostimulator in the operating room, a "system error ¿ 0x16c89948" occurred multiple times with two different tablets. The error was encountered when the connection reached 99% completion. Technical services advised going into patient data service and back into the inceptiv app, but this did not resolve the issue. The problem was ultimately resolved by using a different battery, which connected without issue.

Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). It was reported there was a battery (ins) issue. The rep was able to connect to the battery pre-op without issue, but when they went to connect in the operating room the tablet would get to 99% connectivity then the ¿system error ¿ 0x16c89948¿ would show up. Rep tried to connect 3 times, then went to get their other tablet. When rep walked into the room, the scrub nurse had opened the battery. Rep tried to connect to the battery with the other tablet multiple times (a couple different times while on the phone with tech services) and got the same message. Rep tried opening the patient data service app and closing it, but was still unable to connect. It was decided to open another battery. The rep's tablet connected to the second battery without issue. The ins was never implanted or associated with a patient, and the ins will be returned. The cause is unknown, but the rep noted they would submit any new information that becomes available. Rep reported the ins was returned however did not have tracking information.

Manufacturer narrative:
H3: analysis of the ins, model 977119, s/n (B)(6), revealed there was a telemetry anomaly of the ins; there was a clinician application anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-nov-27, information was received that there was an issue with the implantable neurostimulator where multiple tablets failed to pair with the implanted neurostimulator (ins). Additionally, there was a problem with the battery not pairing with the tablet, and there was a need to remove the implantable neurostimulator from the handset. The same issue occurred on multiple tablets, but when scanned into another stimulator, it connected without any issue. Troubleshooting steps included providing verbal instructions on how to remove the implantable neurostimulator from the handset. The resolution involved educating the customer and providing information. No symptoms reported. Additional information was received on 2024-dec-19. The rep reported that after speaking with technical services they were able to determine that the cause of the reported issue was due to the rep forgetting to update the time on the new inceptiv remote. After connecting to the stimulator with their tablet, which had the correct date, then with the remote which had the 2017 date, it "confused" the stimulator. The rep was told there are two ways to fix this issue if it recurs: start a brief recharge session with the ins or reset the ins with the tablet. After doing this, it cleared the issue and the rep was able to connect to the stimulator. MDR decision corrected not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.